Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and kidney infection ("kidney infection") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's past medical history included pap smear abnormal and loop electrosurgical excision procedure. Concurrent conditions included body mass index normal, fibromyalgia since 2013, ehlers-danlos syndrome since 2013 and uterine tenderness. Concomitant products included gabapentin since 2013 and ondansetron (zofran) since 2012. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and premenstrual syndrome ("pms"). In 2012, the patient experienced anxiety ("anxiety"), depression ("depression") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, laparoscopic lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and nausea was resolving, the kidney infection, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, alopecia and premenstrual syndrome outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, premenstrual syndrome, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to 2010. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Concomitant mediations added. Events mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, uti, vaginal infection, kidney infection, anxiety, depression, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, pms and patient didn¿t undergo essure confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.